Manufacturer narrative:
The hospital biomed is replacing the compact flash card.

Event description:
The hospital reported that the unit had a system failure during power-up. There was no reported patient involvement.